Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: complications with the micra tps pacemaker system: persistent complete heart block and late capture failure. Pace - pacing and clinical electrophysiology. 2017; 40(4):455-456.

Event description:
A journal article was reviewed which contained information regarding the implant procedure for a leadless implantable pulse generator (ipg). The article reports that during the implantation, the patient developed persistent complete heart block without ventricular escape rhythm due to manipulation with the delivery catheter. Two weeks post implant, the patient was referred to the hospital in cardiogenic shock due to bradycardia/asystole. There was an increase of pacing output and impedance as well as failure to capture. The patient received an additional dual chamber pacemaker system. Six weeks later, the leadless ipg had stable pacing thresholds. Further follow up did not yet yield any additional information. The device status is unknown. No further patient complications have been reported as a result of this event.